Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set clamp was broken at the screw thread. The transfer set line was changed as a result. The transfer set was in use for only a couple of months at the time of the reported event. During previous nurse visits, they have witnessed the patient turning the transfer set the wrong way and forcing the clamp. The patient was placed on prophylactic antibiotic as a result of this event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.